Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that, during preventative maintenance, the device powers off after 4th shock. There is no reported patient involvement.